Event description:
Reporter has been using the bard bardia red rubber catheter since (B)(6) 2016. Since (B)(6) 2018 each time he uses this catheters he experienced cuts and hematuria. He stated there are also pieces of the catheter in his urine. He also stated that because of these problems he has experienced infections after use. He called bard and was told to return his catheters.